Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The bag to vent switch was replaced to resolve the reported event. Date of device manufacture year is 1997. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.